Event description:
It was reported that the external pulse generator was not working, or was not working properly. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator was not working, or was not working properly. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that the generator was not working. Analysis did find that the lower case and one side bail cover was broken and both were replaced. It was further noted that the cable returned with the generator passed continuity and visual inspection. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.